Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An opthalmic surgeon reported that a patient experienced a corneal burn at the incision site during a cataract surgery. It happened after making the rhexis and removing the cortex. During sculpting, the system demonstrated occlusion and there was a corneal burn instantly. The surgeon removed the handpiece out of the eye and tested it again in a pit filled with intraocular irrigation solution and no occlusion was demonstrated anymore. After continuing the procedure, this scenario happened again. The same steps were repeated, but the damage had already been there from the first second. After this repetition, the occlusion was gone and the surgeon was able to continue the procedure without any further issues. Sutures were required and surgery was delayed for 5 minutes. The surgeon though at first that it was caused by a clog due to the viscoelastic. Additional information has been requested but not received to date. This is the seventh of thirteen medical device reports being filed for this facility.